Manufacturer narrative:
Internal complaint reference: (B)(4). Locking plate versus intramedullary nail for proximal humeral fractures with varus deformity // shi hua-feng\ wang qing-wei1, wang hiia-song2, xie hui1, hijang ji~feng\ cai xian~hua2f feng rui~bing2. (B)(6). Doi: 10.3977/j.issn.l005-8478.2019.12.05.

Event description:
It was reported that in the literature review "locking plate versus intramedullary nail for proximal humerus fractures with varus deformity", in 1 patient the tail of the intramedullary nail was observed to protrude from the articular surface after surgery. The patient had to have the internal fixation removed again after fracture healing. No further information is available.

Manufacturer narrative:
Section h10: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, no further information is available. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, surgical technique and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Internal complaint reference number: (B)(4).